Event description:
It has been reported to philips that the flexvision monitor of the allura device was not switching on. The system was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned diagnosis procedure and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision monitor was not switching on. Review of the system log file showed that the flexvision monitor cannot be communicated. The fse tried to restart but it did not fix the reported issue. On further investigation, the fse found that there was no display in the flexvision monitor while booting the system. After restarting the system, the fse noticed that the additional slave monitor display was working fine, the system was booting completely and both flouro and cine were also working fine. The fse identified that the issue was with the flexvision display monitor. The fse replaced the monitor after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.